Event description:
On (B)(6) 2012, the lay user/patient's mother (reporter) contacted lifescan (lfs) alleging that her son's onetouch ultrasmart meter was reading inaccurately high compared to another meter .the complaint was classified based on the information obtained by the customer care advocate (cca). The reporter stated that the patient manages his diabetes with humalog insulin (self adjusting before each meal, 6:1 ratio) and 40 units of levemir insulin at night. The reporter said that the patient tests his blood glucose 3 times a day. However, the reporter was unable to provide a normal blood glucose range or average due to the patient's results fluctuating. The reporter claimed that the alleged issue began on the morning of (B)(6) 2012. The reporter informed the mss that the evening prior to the alleged issue starting ((B)(6) 2012) her son had administered an extra 5 units of insulin because he had gotten a high blood glucose result and felt like his blood glucose was high. It is not known what the patient's blood glucose was or what symptoms he was experiencing that led him to believe his blood glucose was high at the time he administered the increased insulin dose. The reporter stated that she attempted to wake the patient up between 7-7:30 a.m. On (B)(6) 2012, but had difficulty doing so. The reporter told the mss that when the patient did get up, 10 minutes or so later, he was "unsteady, lethargic and not acting normal" and so she tested his blood glucose with the subject meter and obtained a result of "62 and 63 mg/dl" (around 7:45 a.m.). The reporter said that she attempted to get the patient to eat or drink something to bring his blood glucose up, however, the patient would not cooperate and so she called 911. The reporter said that emergency medical services (ems) arrived within 10-15 minutes of when she tested the patient with the subject meter. The reporter said that when ems arrived they tested on their meter (unspecified type) and obtained a result of "28 mg/dl" and immediately treated the patient with IV glucose. The reporter was not sure how much glucose was administered but mentioned that her son "came around" and that the symptoms abated within 15-20 minutes. The reporter denied that the patient was taken to the hospital by ems. However, the reporter mentioned that the patient was taken to an appointment with his health care provider (hcp) on the afternoon of the alleged issue. The reporter said that the patient was evaluated by the hcp and scheduled to have a hemoglobin a1c done at a future date to reevaluate his insulin therapy. Based on statistical methodology, the calculated difference between the glucose results obtained on the subject meter and the ems meter exceeds the expected value of <= 30% and/or <= 30 mg/dl. During troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement and that the test strips were being stored in an undamaged vial. The cca was unable to confirm if the patient was using the correct testing procedure. The cca was also unable to confirm if a control solution test passed, since the patient did not have control solution. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. This complaint is being reported as an adverse event for the following conclusion(s): the patient reportedly administered himself an increased dose of insulin based on the result obtained on the subject meter the night before that could have contributed/caused the onset of symptoms. In addition, the patient's mother reported blood glucose results obtained on the subject meter and ems meter that exceeded lfs' criteria for accuracy testing criteria within 30 minutes of each other.

Manufacturer narrative:
(B)(4) 2012 -- device evaluation:the meter involved with this complaint has been returned and evaluated by lifescan product analysis on [(B)(4) 2012] with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.